Event description:
Visitor tripped over leg of IV pole, fell on knees, and hit head on donor. Visitor appeared to be alert initially then became unresponsive. Visitor was taken to emergency dept with complaint of head pain and knee abrasion and was evaluated. An ice pack was applied to pt's head. A CT scan of pt's head was normal. Knee abrasion was cleaned with iodine. Tetanus shot was given. Pt was stable and was discharded with instructions to apply ice, take ibuprofen for pain, and follow up with family doctor.